Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery returned with the device had low voltage. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was missing, the battery contacts were compressed, the ring was missing, the keyboard was scratched, and the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported that the external pulse generator was not booting up correctly, and additionally that it had hairline cracks on the casing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.